Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At the time of the event, the user was experiencing hypoglycemia (symptoms unknown) and at 10:00pm she tested on her accu-chek instant system and received a blood glucose result of 80 mg/dl. Based on the user's symptoms, the family called the paramedic's. At 10:30pm the paramedics tested the customer on their professional meter and obtained a reading of 40 mg/dl. The paramedics treated the user for low blood glucose and the user's blood glucose began to stabilize. The type of treatment given was not provided. The user recovered at home and was not transported to the hospital.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.